Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was to report that since received current implant is wet all of the time and going through a lot of diapers. Patient said received implant for oab and is going frequently however doesn't seem like is completely emptying the bladder. Patient said is very disappointed with results since received current implant, frustrated from being wet all of the time. Patient said they have changed the programs and settings themselves and seen the hcp twice. Patient said they saw the hcp last week and they changed something and patient suggested the hcp change the rate as said that hcp did that before. Patient said that has stage 4 kidney disease and filtration rate is only at 28. Instead of taking medication patient decided to get new system when it was time to replace previous system (patient confirmed normal battery depletion) as patient concerned how medication may affect kidneys. The patient was redirected to their healthcare provider to further address the issue. Patient to call the h cp to provide an update and ask what programming was performed at last appointment and what additional direction can they provide. Patient to also ask the hcp to check medical records to review which previous programs patient has been on so that if patient is going to make an adjustment will know which programs to try next.